Event description:
It was reported to vyaire medical that the avea ventilator displayed a device error message while on a patient. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite to look for the device error issue and did not see a problem. There were no errors in the banner. The unit was allowed to run for a while and everything was fine. Ovp (operational verification procedure) process was started and when the fsr disconnected the air to do a compressor check the unit has loss of gas,safety valve,apnea interval,loww peep (positive end-expiratory pressure) and low ve (minute ventilation) red banners. The compressor is completely out of service and needs to be replaced. The unit does not ventilate as well when it is not connected to wall air. The compressor was replaced and allowed to run on stock settings, hooked up to a lung and the fsr saw that the compressor was turned on. The fsr also hooked up and removed air to see if the unit would switch the compressor on and off correctly and it did. Ovp was performed and the unit is operating well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.